Manufacturer narrative:
The previously reported evaluation conclusion code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jun-13. It was reported that the pump was replaced slightly early to avoid another surgery when it would reach elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jun-11 regarding a patient receiving unknown baclofen (3750mcg/ml at 750mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient complained that the pump location was uncomfortable. The pump was replaced and the pocket was moved to the right abdomen from the patient's back. The pump segment of the catheter was replaced. No diagnostics/troubleshooting were performed and there were no known environmental, external, or patient factors that may have led or contributed to the event. The event was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.